Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. Her sensor and blood glucose readings were off. Customer's sensor glucose reading was 70 mg/dl but her blood glucose level was 270 mg/dl. Her sensor and blood glucose difference was within an acceptable range. The device was not returned.